Event description:
After nearly twenty-one years of successful cochlear implant use, this pt suddenly could no longer hear with device. Several external equipment components were exchanged, but hearing did not return. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery is planned but hasn't been scheduled yet.